Event description:
On (B)(6)2021, fresenius became aware of a peritoneal dialysis (pd) patient on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) since (B)(6)2020, was diagnosed with peritonitis. No additional information provided during intake. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the outpatient home dialysis clinic on (B)(6)2021 with cloudy peritoneal effluent fluid and abdominal pain. A peritoneal effluent fluid culture and cell count (wbc elevated, value not provided) was collected, and the patient was diagnosed with peritonitis. The patient was started on intraperitoneal (ip) vancomycin 1500 mg every other day and ip ceftazidime 1500 mg daily. On (B)(6)2021 the peritoneal effluent culture result returned positive for staphylococcus oralis, and the patient¿s antibiotics were continued. The pdrn attributed causality to an unspecified touch contamination event. The patient is non-compliant with most aspects of their care including diet/fluid restrictions, appointments, medication adherence, and treatment completion. Per the pdrn, the events were unrelated to the patient¿s utilization of any fresenius product(s) and/or device(s). The patient is recovering and continues to utilize the same liberty select cycler as before the events. The pdrn stated the patient switches between manual and cyclic pd therapy depending on their level of compliance each particular day.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
On (B)(6) 2021, fresenius became aware of a peritoneal dialysis (pd) patient on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) since (B)(6) 2020, was diagnosed with peritonitis. No additional information provided during intake. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the outpatient home dialysis clinic on (B)(6) 2021 with cloudy peritoneal effluent fluid and abdominal pain. A peritoneal effluent fluid culture and cell count (wbc elevated, value not provided) was collected, and the patient was diagnosed with peritonitis. The patient was started on intraperitoneal (ip) vancomycin 1500 mg every other day and ip ceftazidime 1500 mg daily. On (B)(6) 2021 the peritoneal effluent culture result returned positive for staphylococcus oralis, and the patient¿s antibiotics were continued. The pdrn attributed causality to an unspecified touch contamination event. The patient is non-compliant with most aspects of their care including diet/fluid restrictions, appointments, medication adherence, and treatment completion. Per the pdrn, the events were unrelated to the patient¿s utilization of any fresenius product(s) and/or device(s). The patient is recovering and continues to utilize the same liberty select cycler as before the events. The pdrn stated the patient switches between manual and cyclic pd therapy depending on their level of compliance each particular day.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between continuous cyclic peritoneal dialysis (ccpd) therapy utilizing the liberty cycler set, and the serious adverse event of peritonitis, characterized by abdominal pain and cloudy peritoneal effluent fluid, which warranted antibiotic therapy. The pdrn attributed causality to an unspecified touch contamination event. Per the pdrn, the patient¿s serious adverse events were unrelated to the patient¿s utilization of a fresenius device(s) and/or product(s). Streptococcus oralis is part of the normal human biota (oral bacterial) and is most transmitted during pd therapy during the exchange process. Based on the information available, the liberty cycler set can be disassociated from the events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused or contributed to the serious adverse events. It is well established those individuals undergoing pd therapy are at high risk for infections of the peritoneum.

Event description:
On 2/jul/2021, fresenius became aware of a peritoneal dialysis (pd) patient on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) since (B)(6) 2020, was diagnosed with peritonitis. No additional information provided during intake. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the outpatient home dialysis clinic on (B)(6) 2021 with cloudy peritoneal effluent fluid and abdominal pain. A peritoneal effluent fluid culture and cell count (wbc elevated, value not provided) was collected, and the patient was diagnosed with peritonitis. The patient was started on intraperitoneal (ip) vancomycin 1500 mg every other day and ip ceftazidime 1500 mg daily. On (B)(6) 2021 the peritoneal effluent culture result returned positive for staphylococcus oralis, and the patient¿s antibiotics were continued. The pdrn attributed causality to an unspecified touch contamination event. The patient is non-compliant with most aspects of their care including diet/fluid restrictions, appointments, medication adherence, and treatment completion. Per the pdrn, the events were unrelated to the patient¿s utilization of any fresenius product(s) and/or device(s). The patient is recovering and continues to utilize the same liberty select cycler as before the events. The pdrn stated the patient switches between manual and cyclic pd therapy depending on their level of compliance each particular day.